Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during patient use of the cleo® 90 infusion set the adhesive failed and the infusion site dislodged from the patient's body. According to the report, the patient blood glucose was 230 mg/dl at the time of the event. The patient inserted a new infusion set and resumed insulin delivery via the infusion pump to resolve their high blood glucose. The patient reported that they did not notice an issue with the infusion set when the package was initially opened.